Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On (B)(6) 2011, a (B)(6) female patient underwent a posterior cervical fusion with decompression from c3-t1 levels. The patient was placed in a prone position. It was reported that immediately after the mayfield modified skull clamp (a1059) was locked in place, the rocker arm "twisted and slipped". There were lacerations on bilateral parietal areas of the patient's head that required stitches and staples. Mayfield skull pins (a-1072) were also used. No stereotaxy device was used. The skull clamp was replaced with another skull clamp (unspecified). The surgery then proceeded without any problems. (B)(4).